Event description:
Related manufacturer reference number:  2017865-2021-36297. During an in-clinic follow up, an event of oversensing due to noise and electromagnetic interference was observed on the right ventricular lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.